Manufacturer narrative:
The dreamstation 2 advanced auto CPAP was returned to the product investigation lab (pil) for additional evaluation. The end user alleged the heater plate does not heat up and a service required message is on the screen. No other peripherals or accessories were returned with the device, including the water tank. The device was confirmed to power on, provide airflow, and the heated tube heats and the heater plate heats up. The device was observed to be louder than normal and had a possible air leak. Review of the error logs included the following: 30 instances of e-170 (err_bt_reset_tx), a continue error. 1 instance of e-101 (err_humid_max_temp), a continue error. 1 instance of e-178 (err_bt_app_reset), a continue error. The blower seal was observed to not be seated correctly into the blower, causing a massive air leak, confirming the reason the device was louder than normal operation noise. The heater plate was observed to have delamination/charring to it. The issue of charring to the heater plate is addressed in CAPA 3350240. The heater plate spring was observed to have a brown, tacky substance on it, likely due to the charring of the heater plate. A dust-like contaminant was observed on the ui display bezel, top enclosure, inlet/outlet seal, center enclosure, iso port, inside the inlet of the blower box, blower, blower seal, blower box, heater plate, heater plate spring, and bottom enclosure. What appeared to be dried liquid spots with potential mineral deposits were observed on the top enclosure, iso port, blower, and blower box. Hair-like particles were observed on the iso port, blower, heater plate spring, and bottom enclosure. One of the clips on the bottom enclosure that the heater plate spring sits on was observed to be broken off. The reported failure of thermal issue is accommodated in the product risk management file as being linked to hazard with description fire, flame, smoke. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no further indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. DHR review was performed for the complaint device sn (B)(6). Review confirms that the device met the final acceptance criteria and was released for final distribution. Updated: evaluation method code updated. Evaluation results code updated. Component code updated. Conclusion code updated.

Event description:
The manufacturer received information alleging a patient experienced the humidifier plate is not heating while using a dreamstation 2 advanced auto CPAP device. No serious injury or harm was reported. No medical intervention was reported. The dreamstation 2 advanced auto CPAP device was returned to the third party service center for evaluation, and the customer¿s. Complaint was confirmed. During the evaluation it was noted that the devices the device does not work properly because the heater plate is burned. In conclusion, the device's heater plate needs replaced to address the issue. The root cause error code e-101 (err_humid_max_temp / heater plate - failed component) confirmed at this time. Additionally, during the service of the device, the reusable pollen filter required servicing. The blower box, the blower outlet seal/isolator, the iso port, and the inlet/outlet seal were found with contamination. The ui (user interface) bezel plus was scratched. Error code e-170 (err_bt_reset_tx / bluetooth module - component failure) and e-178 (err_bt_app_reset) were found in the device log history. Due to the alleged malfunction, the device will be forwarded to the manufacturer's product investigation lab (pil) for additional testing and investigation. A final report will be sent once the investigation is concluded.